Manufacturer narrative:
The part number 10150143 "tower wrist joint locking rosette knob" and part number 10100014 "tower wrist joint" were returned for evaluation. The knob and joint were returned with the knob stuck in the hole closest to the UDI mark. It was attempted to remove the knob by hand; however, the attempt was unsuccessful due to high resistance. Hand tools were used to successfully remove the knob. Functional testing was performed which involved testing engagements between the knob and joint using returned parts and known-functional equivalent parts from the engineering lab arc wrist tower tray to gauge differences when inserting the knob into the UDI-side hole of the joint. The returned knob was not used in the test due to the knob being heavily bent; it was unable to engage with other parts. The following sub-tests were performed with the noted combination of parts: [lab joint, lab knob] this was effectively a control test, as both parts were known-functional. Results were that the knob successfully threaded into both holes of the joint with little to no resistance impeding insertion. [Returned joint, lab knob] results were that the knob could only insert into the UDI-side hole approximately 0.21 inches before significant resistance prevented further insertion by hand. The returned parts were examined without and with magnified photography. Observed phenomena included: [joint hole damage] the UDI-side hole in which the knob was originally stuck exhibited thread wear. Threading damage was present on all threads of this hole, with damage worsening further into the hole with light corrosion at the peak/crest of the final turn of thread deepest in the hole. [Knob shaft damage] the 7 turns of thread closest to the tip exhibit thread wear; the 2 turns of thread nearest the tip were nearly fully sheared. The threaded shaft of the knob was bent, with the bend centered approximately 0.29 inches from the tip; the knob shaft was bent at approximately an 11 degree angle. The event description denoted that the knob "was screwed into 10100014... At an angle". Off-axis (angled) insertion, in combination with threading wear on both components, may increase chances of cross-threading leading to an impaired engagement. However, based on the information received, the root cause could not be determined.

Event description:
On (B)(6) 2022, it was initially reported by a company employee in the returns department that the 10150143 [tower wrist joint locking rosette knob] was screwed into 10100014 [tower wrist joint] at an angle and was cross threaded and stuck. After continued follow up, on (B)(6) 2022, information received from the surgical tech at the facility indicated, during the procedure, the upper arc rosette knob was cross threaded and was stuck. This resulted in the physician assistant having to hold the patient's arm so it would not move while the surgeon performed the procedure. This resulted in a 10-15 minute delay in procedure. There were no adverse patient consequences. This report is related to report number 3025141-2022-00317 for the other device involved in this event.